Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the video image did not display due to a faulty charged coupled device. In addition, the device had normal cosmetic wear and tear, a rusted coupler that does not rotate properly and the camera failed the leak test due to a cut on the cable. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the hd autoclavable camera head does not display the video image. The event occurred during the procedure and a different camera was used to complete the procedure. The patient was undergoing a cystoscopy transurethral resection of the prostate (turp) procedure. A possible 15 minute delay but there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge-coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.